Event description:
The pump was returned for evaluation. Actuated the pump's lever arm and observed no sticky pin issues, all pins were moving as they should without any added resistance. Attached pump to charging bracket and confirmed that no pump problem alarm was present on bootup. No problem was found with this lvp unit during investigation.

Event description:
Customer reports the following: "biomed reported - pump problem alarm july 12th. No patient harm. Test infusion was performed. Display suffers a flicker at times when in use. Pins were cleaned" logs to be checked. Preliminary review indicates that an outlet flag unexpectedly closed, which delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.